Event description:
Vns patient passed away due to sudep (sudden unexplained death in epilepsy). It was reported that the vns therapy had worked well for the patient up until their death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.